Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No previous repairs done on the device. No physical damage found. Found multiple high alarm displayed: cassette not attached properly. Performed functional check and nda-testing of pump. Customer reported problem was duplicated. Using our inhouse psi pressure test the device doesn't occlude and alarms 'cassette not attached properly'. Further, a calibration test was performed on the device, found that the downstream sensor is stuck and failed calibration. An inoperable dso sensor caused the reported problem. Replaced the downstream sensor. Service history review (in previous year): no repair in last year. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the device will not occlude fluid. No patient injury was reported.

Manufacturer narrative:
Event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.